Event description:
It was reported the patient had a revision of left hip due to infection.

Manufacturer narrative:
An event regarding infection involving a restoration modular stem was reported. The event was not confirmed. The device was not returned for analysis. Medical records received and evaluation. Insufficient information was received for review with a clinical consultant. All devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the reported lot and sterile lot. The exact cause of the event could not be determined because insufficient information was received. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control.

Event description:
It was reported the patient had a revision of left hip due to infection.

Manufacturer narrative:
Additional devices listed in this report:cat # 6276-1-329, lot # 42139401, description: 29mm mod rev hip bdy/blt +30mmcomponent level 9006-1-329.cat # 6570-0-736, lot # 42641602, description: delta v-40 ceramic head 36/+7,5.it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report.